Manufacturer narrative:
Device was used for an off label indication. The indication the device was used for was occipital neuralgia. Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, explanted: product type: extension. (B)(4).

Event description:
It was reported that the ¿electrodes were slipping down¿ the patient and it made it ¿hard to turn the neck.¿ the patient was afraid that the therapy would ¿stop being effective.¿ it was noted that the patient was currently in the hospital due to pulmonary issues. Additional information has been requested, a follow up report will be sent if additional information is received.